Event description:
It was reported that the customer was in intensive care unit. Customer's husband stated that the insulin pump was malfunctioning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.